Manufacturer narrative:
One 8.5f fast-cath guidewire assembly was returned for evaluation. No dilator or sheath was received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received and the complaint products not being returned, the cause of the reported leak remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure a blood leak occurred. A new sheath was used to resolve the issue. There were no adverse patient consequences.